Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: images are not displayed and the front panel blinks intermittently. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. Updated fields: d8 - was device serviced by third party?, g1 - contact office email

Event description:
No additional information received from customer.

Manufacturer narrative:
E1- (B)(6). E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error code e333.the issue was found during the setup/inspection for use. There were no reports of patient involvement.